Event description:
The site reported that a light adjustable lens had been explanted from the patient's right eye as the patient was unhappy with the visual outcome. Another lal was implanted during the exchange on (B)(6) 2022. Rxsight's first awareness of the event occurred on (B)(6) 2022.

Manufacturer narrative:
The site reported that a light adjustable lens had been explanted from the patient's right eye as the patient was unhappy with the visual outcome. Another lal was implanted during the exchange on (B)(6) 2022. Rxsight's first awareness of the event occurred on (B)(6) 2022. The device history record was reviewed. No issues were noted. The explanted lens was returned for evaluation. The lens was cut into multiple fragments. Visual and optical testing of the lens found no issues with the lens.